Event description:
The hospital reported that a graft replacement of an abdominal aortic aneurysm was conducted at (B)(6) on (B)(6) 2004. About four years ago, 40mm abdominal aortic aneurysm was found in the patient in another hospital. Another surgery was performed this time in (B)(6), since the size of the abdominal aortic aneurysm was larger in the follow-up. During the surgery, the surgeon noted blood leakage from the middle of the bifurcation of the graft. No patient injury was reported.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).